Event description:
It was reported that the tabletop collided with the floor while it was being angulated to an 88-degree position. There was no injury reported. The concern is for a serious injury if the operator's foot were to become trapped as a result of this issue.

Manufacturer narrative:
Ge field engineer investigated the precision 500d system and noticed that the software angulation limits needed to be re-calibrated to ensure that the tabletop retracks as required during angulation.